Event description:
It was reported that the patient presented in clinic for device change-out. During procedure, the right ventricular (rv) lead failed to be disconnected from the device. The insulation of the rv lead was damaged while physician was attempting to pull the rv lead out from the device. The rv lead was capped on (B)(6) 2021. There were no patient consequences.